Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced pocket hematoma, bacteremia and vegetation on lead. This crt-d was surgically explanted. No additional adverse patient effects were reported.